Event description:
Reference number (B)(4). Event occurred in spain it was reported that patient experienced fourteen events of infusion set kinked cannula in which two events occurred on 03-mar-2025, three events occurred on 06-mar-2025, four events occurred on 09-mar-2025, four events occurred on 13-mar-2025 and one event on 16-mar-2025. The patient noticed symptoms before twenty four hours for all the events. The insertion site was abdomen for all the events. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 14.